Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried bodily fluid in the lead lumen. The conductor coils were deformed at 153, 295, 308 and 486 millimeters (mm) from the terminal pin; noted to be most likely due to a type of grabbing tool at explant. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
A revision procedure was performed, during which this lv lead was explanted and successfully replaced with a new lv lead. A request has been made to have this explanted lead returned to boston scientific. This event will be updated if any additional information becomes available.

Event description:
--

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead dislodged several days after implant. The dislodgement was discovered when an x-ray was taken during a follow-up device check. Some lv loss of capture was reportedly occurring as a result of the lv lead dislodgement.

Event description:
The lead was later returned for analysis.